Event description:
Additional information later received revealed the monitors could not interrogate the device as a competitor device was implanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported, the monitor would not read the implanted device and when the button was pressed for a manual transmission, a picture of a person holding the header over the device appeared. It was also reported, the white and green bar did not present when the patient held the header over the device. Follow-up revealed there may be an indication of rapid depletion of the device. Attempts were made with three different monitors, but the device could not be interrogated. The status of the device is not known at this time. No patient complications have been reported as a result of this event.